Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV tubing won't flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20115796 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA. .

Event description:
It was reported that the smallbore 6 inch ext vlv IV tubing had flow issues and wouldn't flush. This occurred 2 times during use. The following information was provided by the initial reporter: "IV tubing will not flush"